Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: device inspection found lg (light guide) lens scratched. Bending section (a-rubber) glue, insertion part worn out. Connecting tube found wrinkled 10 mm from glue. Connector plug unit, damage found on housing. Bending tube movement (angle and orientation failed). ID chip function passed (operational). The customer hmi (hygiene microbiological investigation) results has not yet been received for evaluation. Below are information on customers cds checklist: cds: paa_cds machine wassenburg aer/ewd reprocessor : not tested. Model name: wassenburg detergent name: endohigh disinfectant name: paa pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : ddn9 franklabbs. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, channel, distal end areas around elevator. Brush model: tec-care enr kit- 06-200. Manual disinfection : not provided. Scope: not sterilized. Scope storage: cabinet model : wassenburg dry 300d. Scope maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on user results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.